Event description:
A coronary stent was removed from the delivery system and remounted onto another MFR's balloon catheter. Attempts to advance the modified sds, through tortuous anatomy, to the target lesion site in the pt's right coronary artery were unsuccessful. Subsequently, the sds was withdrawn from the pt and the stent was observed to be missing from the withdrawn balloon catheter. The location of the stent is unk. There were no complications reported relative to this event.